Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during power up the cardiosave intra-aortic balloon pump (iabp) shows maquet sign, then spinning wheel followed by a continuous alarm. It never goes into normal mode. It also can't go into service mode (continuously alarming). There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the repair has been completed by the biomed and now its all working. The front end board and executive processor board were replaced because of saline spill. H3 other text : evaluation not requested by complaintant.